Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection observed there is corrosion in the flow 50 wand port, the lid and bezel are damaged, the saline pump door is damaged, and the saline pump door handle is broken off. A functional evaluation revealed the unit does not detect the flow 50 wand and the saline pump door cannot be closed to be tested. The unit was opened and found no issues. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. The complaint was confirmed. Factors that could have contributed to the corrosion, include improper cleaning and sterilization methods. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy the controller was not recognizing the wand. The procedure was successfully completed with a backup device with no delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.